Event description:
It was reported that during an unknown procedure the white tissue pad fell off. The fallen piece didn't fall into the patient's body. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: device was reprocessed. The device was returned with the shaft slightly bent. Upon visual inspection, the tissue pad was found to be detached but with evidence of the tissue pad material in the groove section of the clamp arm; the tissue pad was not returned. In addition, it was noted that the blade had evidence of having been scrubbed with a metal pad, damaging the blade. The device was functionally tested on the generator and the max hand control button was not functional. However, the device did activate when tested with the foot switch. Upon mechanical testing, difficulties were noted when opening the clamp. The device was disassembled in order to evaluate the condition of the internal components and corrosion was found at the insulation of the retention pin, the electrical traces of the switch and in the max dome. Due to the corrosion discovered on the instrument and the damages found at the blade which are evidence of possible reuse/reprocessing, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. Device was reprocessed.